Event description:
Portable ventilator c2 (c-07) while attached to the patient began alarming a continuous alarm, the screen went black, and stopped ventilating. Respiratory therapist was present for the event and immediately ventilated the patient manually using an ambu resuscitation bag. The patient did not desaturate or have a change in hr during the malfunction. Device examined by equipment coordinator who suspects faulty electronic board.======================manufacturer response for hamilton c2 ventilator (per site reporter).======================no response at this time.